Event description:
Procedure: according to the reporter: the staples didn't close perfectly during the operation leading to leaks and a complete disruption of the staples and separation of the two sides. Re-operation for the patient with colostomy after fifth day.

Manufacturer narrative:
(B)(4).